Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/03/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was described as an open sore with yellow pus, located in the abdominal area. Affected area was treated with ointment prescribed by the patient's healthcare provider for a previous reaction. Additionally, patient's mother reported that the reactions began approximately one year ago. Tough pads are used as a skin barrier. Without the use of skin barrier, the reactions ooze and are itchy and painful. With the use of tough pads, reactions are itchy, red and scaly. No further event or patient information was provided. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.